Manufacturer narrative:
The following devices were also listed in this report: accolade c stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient had a screw removal (nonstryker) on (B)(6) 2017. At that time it was noted the patient was infected. Used a cement spacer using a 28mm v40 head and an accolade c stem. (B)(6) 2017 surgeon removed the antibiotic spacer and converted to a total left hip.